Event description:
Additional information was received that the patient had been doing well since his generator replacement and has only had 9 seizures. No further information was provided.

Event description:
Additional information was received that the hospital does not return explanted product to the manufacturer unless the surgeon specifies ahead of time. So the generator will not be returned to the manufacturer for evaluation.

Event description:
It was initially reported that the patient was having an increase in seizures and his seizures have been stronger. Diagnostics were within normal limits. The patient had a generator replacement. Good faith attempts for more information have been unsuccessful to date.